Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: general anesthesia. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced menorrhagia ("menorrhagia") and menstruation irregular ("irregular cycle"). In (B)(6) 2017, the patient experienced alopecia ("hair loss/ alopecia") and androgenetic alopecia ("patterned hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), loss of personal independence in daily activities ("they are interrupting her daily life"), autoimmune disorder ("autoimmune "), hypersensitivity ("hypersensitivity symptoms") and nervousness ("nervous"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain, alopecia, androgenetic alopecia, fatigue, menorrhagia, menstruation irregular, dyspareunia, loss of personal independence in daily activities, autoimmune disorder, hypersensitivity and nervousness outcome was unknown. The reporter considered abdominal pain, alopecia, androgenetic alopecia, autoimmune disorder, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, loss of personal independence in daily activities, menorrhagia, menstruation irregular, nervousness, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: before essure, plaintiff¿s menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. Although she has been hesitant in the past to undergo major surgery to remove the essure® devices, her symptoms have increased in their severity so much that they are interrupting her daily life. The plaintiff is consulting with her doctors regarding removal of the devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: successful bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding') and abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for an unreported indication: general anesthesia. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced heavy menstrual bleeding ("menorrhagia") and menstruation irregular ("irregular cycle"). In (B)(6) 2017, the patient experienced alopecia ("hair loss/ alopecia") and androgenetic alopecia ("patterned hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abnormal uterine bleeding (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), loss of personal independence in daily activities ("they are interrupting her daily life"), autoimmune disorder ("autoimmune "), hypersensitivity ("hypersensitivity symptoms") and nervousness ("nervous"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abnormal uterine bleeding, abdominal pain, alopecia, androgenetic alopecia, fatigue, heavy menstrual bleeding, menstruation irregular, dyspareunia, loss of personal independence in daily activities, autoimmune disorder, hypersensitivity and nervousness outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, alopecia, androgenetic alopecia, autoimmune disorder, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, loss of personal independence in daily activities, menstruation irregular, nervousness and pelvic pain to be related to essure. The reporter commented: before essure, plaintiff¿s menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. Although she has been hesitant in the past to undergo major surgery to remove the essure® devices, her symptoms have increased in their severity so much that they are interrupting her daily life. The plaintiff is consulting with her doctors regarding removal of the devices. There were three coils on the left and four on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: successful bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2021: mr received. Reporter information, patient's date of birth, medical history and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: general anesthesia. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced menorrhagia ("menorrhagia") and menstruation irregular ("irregular cycle"). In (B)(6) 2017, the patient experienced alopecia ("hair loss/ alopecia") and androgenetic alopecia ("patterned hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), loss of personal independence in daily activities ("they are interrupting her daily life"), autoimmune disorder ("autoimmune "), hypersensitivity ("hypersensitivity symptoms") and nervousness ("nervous"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain, alopecia, androgenetic alopecia, fatigue, menorrhagia, menstruation irregular, dyspareunia, loss of personal independence in daily activities, autoimmune disorder, hypersensitivity and nervousness outcome was unknown. The reporter considered abdominal pain, alopecia, androgenetic alopecia, autoimmune disorder, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, loss of personal independence in daily activities, menorrhagia, menstruation irregular, nervousness, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: before essure, plaintiff¿s menstrual periods were not nearly as heavy, nor did they last as long, and she had no problem with going about her daily life. Although she has been hesitant in the past to undergo major surgery to remove the essure® devices, her symptoms have increased in their severity so much that they are interrupting her daily life. The plaintiff is consulting with her doctors regarding removal of the devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: results: successful bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: ppf received: newly added events- autoimmune disorder nos, hypersensitivity symptoms, nervous. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.